Manufacturer narrative:
The model# was not provided. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer ran two blood tests on the contour next usb and received readings of 5..8 and 5.6mmol/l. He took 18units of actrapid insulin and ate a meal. Three to four hours later, he went for a walk and then collapsed. When the paramedics arrived, they ran a blood test on the customer with their meter and the reading was 3.6mmol/l. He was given glucogel and was monitored until he felt well. He then returned home. A new meter was sent to the customer.